Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The patient¿s pump had been filled and his therapy was working properly for him. The company representative had no further information to provide.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a company representative. It was indicated that the only information the company representative had to report was then when seeing the patient yesterday, the pump was flipped by the physician in the office on a date that was unknown. It was further noted that the patient did state that his pump was functioning and providing adequate pain relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving morphine of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain and chronic low back pain. It was reported that they were unable to perform a refill due to the pump having been flipped, which was confirmed by a lateral x-ray. It was noted that the patient did state that he bent over yesterday and felt something strange around the site of the pump, but he was unsure what it was. The patient was to see their implanting physician on (B)(6) 2019 for their 2-week post-operative appointment and the plan was to be decided then. It was indicated that there was no further information to provide at this time. The issue was not resolved at the time of the report. No surgical intervention had occurred, and it was unknown if surgical intervention was planned. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history was indicated as having been requested but were unknown. No further patient complications have been reported as a result of this event.